Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "code 242.4030 motor encoder; pops 'air in line' when running tests." Additional notes provided by the facility¿s clinical engineering support services include: "the downstream pressure sensor was out of the proper voltage range, so I replaced the upstream and the downstream sensors with new ones. I could not get the motor encoder error to occur, but the unit was always reading air in the line, so I replaced the air-in-line assembly with a new one. The motor encoder board is a part of that assembly, so any issues that board may have had will be fixed as well. I recalibrated the unit and ran it through all of its pm tests without any other issues occurring." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿